Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts. Additional information was received stating that this spinal cord stimulation (scs) system was replaced due to charging difficulties, replacement was successful. Product not available for return. No patient complications. It is not indicated whether electrocautery was used.

Manufacturer narrative:
Correction to the initial MDR in b5 and h6.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.